Event description:
It was reported that during an epiploplasty procedure, things went well for 20 minutes, then an error code occurred asking to tighten the device. They unscrewed it and assembly it again and the generator said there was only two utilizations left. Then it said again to tighten the device so they got tired of it and opened another device with another hand piece to complete the case. Procedure delayed by 10 minutes. There was no adverse consequence to the patient

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an error message. The device was functionally tested with a generator. During functional testing on gen11, the device was assembled and rotates with any difficulties. A probable cause of an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.